Event description:
It was reported that, after a hip arthroplasty had been performed on (B)(6) 2021, the patient experienced a disassociation of the femoral head from the bipolar shell as a consequence of a fall. This adverse event was solved by a revision procedure on (B)(6) 2021 in which both devices where replaced. Current health status of patient is unknown.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device did not confirm the stated failure mode. The device has some damage along its base likely from extraction. The dimensional evaluation concluded that no deviations were detected for any of the features of the device. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that based on the information provided, the root cause of the revision was the dislocation/disassociated head from the bipolar shell most likely as a consequence of a fall just 10 days post-op as reported; however, this could not be definitively concluded. The assessed patient impact is the reported fall, the dislocation/disassociated components and the revision. The patient outcome remains unknown, as well as if any further medical interventions were provided due to the reported events. No further medical assessment could be rendered at this time. Should additional clinically relevant documentation/information become available in the future, and/or if significant product evaluation/lab retrieval analysis findings are noted, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could not be corroborated. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.